Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 8/3/2015, the reporter contacted animas and alleged the following: changes were made per hcp for a temporary basal and to I:c, bg target and isf, in response to the patient having high blood glucose readings. Reporter alleges pump was not retaining these changes, and the patient had bgs over 500 mg/dl with large ketones, dizziness, nausea and emesis x2. This complaint is being reported because the patient experienced hyperglycemia and the settings issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/6/15. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: no defect was found. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The black box shows an unexplained power on reset on 2015-08-07 17:03; deliveries never resumed. Pump was exercised for 24hr duration tests; I:c, isf and bgt remained programmed in the pump with no changes. The settings were able to be manually changed with no issues; the changes were accurately maintained throughout testing. No alarms or power on reset occurred during testing. Tdd¿s add up correctly and reflect the users programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.